Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon investigation in-clinic, the right atrial lead exhibited noise, causing inappropriate mode switches. The noise was reproducible. Lead impedance was stable. No intervention was performed, programming changes were discussed, and the lead remained implanted. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted the asymptomatic patient came into clinic on may 21st, and it was suspected the lead was failing. No intervention was performed. The patient would continue to be monitored.